Event description:
It was reported that the pt had undergone CABG and had suffered an intraoperative anterior mi. Following surgery, the iab was inserted, and immediately the pump experienced purge failure alarms. Since the cause of the alarms could not be determined, the pt was transferred to another pump. There were no pt complications.